Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that they have an upcoming surgery on the 16th to have their leads and implant replaced because the previous device quit working on them.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2019 explanted, product type lead. Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2019 explanted, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: (b)96) 2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient had not been getting relief in their lower back, so they met with the patient on (B)(6), 2021 for reprogramming.  The rep was unable to get stimulation to the lower back.  X-rays indicated that one lead had moved from the top of t8 to the top of t9, and the other lead had moved from the top of t8 to the top of t10.  Impedances were checked and found to be within normal limits.  The patient was going to meet with a doctor for a revision consult.  The rep confirmed that as of (B)(6) 2021, surgery had not yet been scheduled or planned.  The patient had mentioned that they had fallen several times.  The rep also noted that the patient hadn't seen a rep since their post-op appointment in (B)(6) 2019, and the patient's usage was at 90% for the last 30 days.  No issues reported against the implanted neurostimulator (ins).